Event description:
In 2007, it was reported to boston scientific corp, that a procedure to place an ultraflex esophageal stent was performed on a female patient (age unknown). According to the complainant, approx 5mm to 10mm of the stent (10cm, non-covered, distal-release) deployed; however, the stent "failed to release due to severe resistance." It was then reported that, the physician removed the device and "successfully" placed a second ultraflex esophageal stent (7cm, non-covered, proximal-release). At the conclusion of the procedure, the patient's condition was reported as "good".

Manufacturer narrative:
The complainant has disposed of the suspect device, a device evaluation could not be performed. The relationship between the suspect device and the reported malfunction cannot be determined. A device history record review, and complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.